Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. Based on the results of the investigation, and since the problem was solved by replacing the cable and scope, it is likely there was no problem with the device concerned and there was a problem with the cable or scope.

Event description:
The customer confirmed the problem was noted before a procedure. There was no delay in the procedure and no other devices were involved in the event. The intended procedure was completed. No other devices were replaced during the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the manufacturer's investigation and to provide the device manufacture date. The device manufacture date can be found in filed h4. A review of the device history record was conducted. The review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The investigation results remain unchanged. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus representative was not at the facility but advised the customer to help narrow down the possible causes. After troubleshooting, it was found that the issue resolved upon using a different camera head. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the evis exera iii video system center was displaying a b30 "scope communication" error. No patient harm or impact to patient care was reported for this event.